Event description:
Physician attempted to stent a highly calcified sfa lesion. As physician crossed the stenosis with stent the stent deployed .5mm with the safety pin in secure position. Therefore, the stent deployed without removal of safety pin. Completed procedure with a stent of a competitor. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurence.

Manufacturer narrative:
Event evaluation: still under investigation.